Event description:
Pt developed 7 ulcer-like formations, including 3 major ulcers on her left eye while wearing natural touch lenses. The pt was treated with antibiotic drops and ointment. As of 12/10/96, the condition has resolved.